Manufacturer narrative:
An event regarding assembly issue involving a triathlon impactor was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was returned damage likely from user misuse. Functional inspection could not confirm the event. -medical records received and evaluation: not performed as there is no indication the event is related to patient factors. -device history review: there were no reported discrepancies. -complaint history review: there have been no other events for the referenced lot. Conclusions: the investigation could not determine the root cause of the event as functional testing of the device found it to be fully functional. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Femoral impact/extractor is stripped and won't engage properly to triathlon modular handle.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Femoral impact/extractor is stripped and won't engage properly to triathlon modular handle.